Event description:
It was reported that the device exhibited a downstream occlusion alarm. The patient¿s mother had continued attempts to get the pump to run and resolve the alarm, but the alarm persisted. The reporter noted that icing and elevation had been applied, repositioning had been done, and time had been allowed for tissue reabsorption, but the pump continued to alarm. No kinks were present in the tubing, and all clamps had remained open and sliding. The pump was running at the time of the call, but it was stated that the alarm would occur when the pump cycled and would only stop when a button was pressed. The reporter indicated that they had been given a contact number for anesthesia and planned to call them to request a different pump for their son and to inquire if anything could be done regarding catheter placement, as this might be affecting the pump¿s function. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.